Event description:
Boston scientific received information that this pacemaker was previously check by transtelephonic monitoring and showed 1.5 years remaining and approximately 3 months later the device had a magnet rate of 85 beats per minute and was at elective replacement indicator (eri). There were concerns regarding the depletion of this product. This device was part of the insignia microcrystal failure mode 2 population ((B)(6) 2005). The patient was scheduled for a device replacement. At this time, no adverse patient effects have been reported.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received that this patient underwent a replacement procedure and this product was explanted and replaced.